Event description:
It was reported that during a hand assisted laparoscopic colectomy, the staples were malformed. Sutured to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.